Manufacturer narrative:
This is MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was returned in fair condition with man minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. The f8 fault can be caused by two situations: the bulk high voltage power supply exceeds an upper or lower limit or the vdd power to the u18 dsp ic is too low. The bulk high voltage output for the dc power supply pcba measured correctly. The dc power supply pcba u18 vdd measured slightly low. The lvps output was increased. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.

Event description:
It was reported the voltage was low, low power. There was no patient impact.